Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead was explanted due to erosion and infection. Additional information indicated that difficulty of removal was met during the procedure as the lead was heavily calcified to the innominate vein and to each other. In addition, the distal portion of the vein was perforated that requires an open chest procedure. No additional adverse patient effects were reported.